Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that a single medication was not available in loaded station. A technical support specialist (tss) connected to server and reviewed the order identification provided, which was determined not to be for the expected medication. The customer then confirmed that the issue was on the pis side, the root cause was an electronic privacy information centre (epic) issue in which the automated dispensing system (ads) identifier (ID) had been removed from the medication. The epic team subsequently reassigned the ads ID, and the issue was resolved successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, single medication not available in loaded station. Customer reported one or more items not in formulary cannot remove from affected station. User tried going into patient profile, the medication is under the patient profile, but it was greyed out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.